Event description:
It was reported that there was a white substance in the patient line of a homechoice automated pd set with cassette. This was observed during the last fill cycle of peritoneal dialysis therapy. The nurse stated that she observed white cotton-like fibers coming through the cassette. The substance did not appear to be coming from the solution bag. The technical services representative assisted the nurse in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned; however, the device evaluation has not yet begun. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection, particulate matter was observed in the patient line. No issues were noted with the solution bag. Leak testing, clear-passage testing and clamp function testing were performed with no issues noted. The returned sample was run on the homechoice (hc) machine successfully. However, the cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.